Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a continuous glucose monitor error 42. There was no reported adverse impact to the customer. The customer was instructed to reset the pump to resolve the issue. Tandem technical support attempted to gather additional information; however, no response was received. No additional information was provided.